Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to bent battery contacts causing a battery to be unable to properly fit and power on the monitor. The root cause for the bent contacts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A german patient's monitor was returned and reported the monitor was unable to power on.